Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd insyte ¿ IV catheter winged the nurse found there are four to five devices in a box where the package is not sealed. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: device history record was reviewed. No quality notification was raised for similar nonconformance during the production of this batch. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The nonconformance cannot be confirmed as no sample was returned for investigation. The complaint will be reopened if the sample is returned for investigation. The root cause cannot be determined as no sample was returned for investigation.